Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and received the following responses via email on 09-may-2025: - the event occurred during an endoscopic procedure. - according to the user, both endoscopes used during the procedure experienced issues with coagulated blood adhering to the objective lens. - each scope had to be removed from the patient for manual cleaning using alcohol wipes and then re-inserted to continue the procedure. - despite using two different endoscopes, visibility remained impaired, and the procedure could not be completed. - the physician made the decision to abort the procedure. - the procedure was rescheduled, and the correct rescheduled date was confirmed to be (B)(6) 2025. Additional information - the video processor used during the procedure was an epk-i8020c, serial number (B)(6) no patient injury due to equipment. - the scope is still functioning and remains in clinical use. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00053_ec34-i20cl_a003ea0073_issues with cleaning objective lens. . Ec34-i20cl_(B)(6) issues with cleaning objective lens.

Event description:
On 29-apr-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec34-i20cl, serial number (B)(6) in coeur d'alene, idaho, united states. Two endoscopes were used in a case involving gastrointestinal bleeding. During the procedure, blood adhered to the objective lenses of both endoscopes, resulting in a blurred image. As it was difficult to clean the objective lenses while the scopes were inside the body, both scopes were withdrawn and the lenses were cleaned manually, but the issue was not resolved. Therefore, the procedure was discontinued and rescheduled for two days later. The processor used was the epk-i8020c, and the oe mode was not used. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report, g6: follow-up #: 1, h2: if follow-up, what type? H3: device evaluated by manufacture, h6: adverse event problem. Additional information d4: primary unique device identifier (UDI), h4: device manufacture date, h7: if remedial action initiated, check type, h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number, h11: evaluation summary, remedial action. Evaluation summary: event that occurred is blood on the objective lens. Based on the investigation, a potential root cause of this failure is the blood inside the body adhered to the objective lens and light cover glass at the tip and coagulated due to the thermal energy of the light. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 23-jan-2025 under normal conditions. Although a component approved under a concession was used, the device passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 30-jan-2025. Remedial action: this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2025-00053_ec34-i20cl_a003ea0073_issues with cleaning objective lens_fu1. 9610877-2025-00054_ec34-i20cl_a003ea0081_issues with cleaning objective lens_fu1.